Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reports that customer has received a no delivery alarm during priming and bolus. Customer's blood glucose was 234 mg/dl. Troubleshooting could not be completed due to customer not having enough insulin to change reservoir. No further information provided.